Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation and severe pain at the side of the implantable pulse generator (ipg) pocket site. It was also mentioned that the patient was experiencing vomiting and neurological problems. It was also noted that the ipg had difficulty communicating with the remote control (rc). The patient underwent an explant procedure. Additional information was received that the patient experienced burning sensation and the explanted devices were retained by the patient.

Event description:
It was reported that the patient was experiencing inadequate stimulation and severe pain at the side of the implantable pulse generator (ipg) pocket site. It was also mentioned that the patient was experiencing vomiting and neurological problems. It was also noted that the ipg had difficulty communicating with the remote control (rc). The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.